Event description:
User experienced one patient sample with discrepant glucose results. Initial result gave 21 mg/dl; repeated twice giving 77 mg/dl each time. No erroneous results were reported. Customer stated they increased their centrifuge speed from 2500 rpms to 3500 rpms due to difficulties with clots in samples. Tube manufacturer's specifications for appropriate tube centrifugation were not provided. The field service representative was not dispatched for this case, as the customer is confident that the increase in centrifugation speed has prevented further issues with clots in samples and reports no further issues with glucose.